Event description:
Pt reported that the lancet, inserted in the softlclix lancet device, protrudes beyond the end-cap. Pt stated, that she may have experienced an unintentional puncture as a result; however, no treatment was required. Technical support requested the return of the suspect product and replacement product was shipped.